Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician attempted to insert the angio-seal device locator into the insertion sheath, high resistance was felt. Multi attempts were made; however, the outcome was the same. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. There was no health damage to the patient. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update, and to provide the completed investigation results. One 8fr angio-seal sts plus device was received for product evaluation. The hemostasis sheath and arteriotomy locator were returned for analysis. Visual inspection revealed that there was no outward damage or deformation with either the arteriotomy locator or hemostasis sheath. The outer diameter of the locator was found to be 0.107". All measurements were within manufacturer specifications. Functional testing was performed. The arteriotomy locator was inserted into the hemostasis sheath. The arteriotomy locator was clicked and locked into the hemostasis sheath as intended and a clear tactile snap was audible. No issue was noted during functional testing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.